Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Customer was treated through insulin injections, and released from the hospital on (B)(6) 2015. Reportedly, the cartridge is changed every 6 days and the infusion set is changed every 3 days. Customer declined any further troubleshooting.